Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm with an audio tone alert. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to critical pump error (open book image) alarm. Unable to test for no com pump to xmtr anomaly due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found severely corroded electronic assembly, motor home switch and keypad flex trace. No damage noted on the force sensor. Successfully downloaded history files and traces using thump. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 alarms on (B)(6)2025 10:37:09.000 and twice on (B)(6)2025 10:37:11.000. Pump error 63 alarms variable 15 (twi) (line number 147 file number 2017). [Per (B)(6) ¿ r&d engineer: the open-book was generated due to 3 sequential pump errors 63 (filenum/linenum=2017/147) pump error 63 was triggered in file h_drvpiezo.c (fln_drv_piezo_c_p = 2017 main_file_names.h) in line 147 (system_hw_error_check) in function void h_drvpiezo_setvolume (). Suspecting hw error problem with twi interface or with ad5161 chip.] Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched display window, scratched case, stained serial number label, and pillowing keypad overlay. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed on the event date 16-jan-2025 in the pump history file. (B)(6)2025 00:51:09.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 80000 (8 u) bolusamountdelivered: 80000 (8 u) (B)(6)2025 01:56:18.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 34000 (3.4 u) bolusamountdelivered: 34000 (3.4 u) (B)(6)2025 03:14:47.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 91000 (9.1 u) bolusamountdelivered: 91000 (9.1 u) (B)(6)2025 04:43:53.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 100000 (10 u) bolusamountdelivered: 100000 (10 u) (B)(6)2025 08:01:25.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 100000 (10 u) bolusamountdelivered: 100000 (10 u) unable to verify customer's daily total of all insulin delivered surrounding the event date of 16-jan-2025 listed on smartsolve due to insufficient data in the trace/history files. There were no autosuspend alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date of 16-jan-2025 in the pump history file. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 16-jan-2025 in the pump history file. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to critical pump error (open book image) alarm. Unable to confirm alleged dka/high bgs. Alarm-aa99-critical pump error confirmed with alarm-audio/vibrate anomaly/absence of alarm confirmed (an audio tone alert) due to three consecutive pump error 63 alarms. Alarm-a357-pump error 63 confirmed due to corrosion on the electronic assembly. No communication-between pump & xmtr unknown due to critical pump error (open book image) alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced vibrating every 2 seconds with no display. The customer reported blood glucose value of 600 mg/dl. The customer reported hyperglycemia, elevated ketones/diabetic ketoacidosis, infection, upper respiratory tract, elevated ketones/diabetic ketoacidosis treated with insulin pump (subcutaneous insulin infusion), hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-1884, mmt-332a, mmt-244a. Troubleshooting was performed. The customer had not been using the insulin pump system within 48 hours of the reported high blood glucose event. It was unknown whether the customer was/was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. The customer would discontinue to use of the device, mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-244a.